Event description:
Two orbit coils (637cf0924 & 637cs0721) could not be advanced through the lumen of rapid transit (601251x). There was no report of pt injury. No further info was received with f/u investigation. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction, that was not evident from the info provided by the customer. The coil was received kinked.

Manufacturer narrative:
The orbit with catalog number 637cf0925 had several kinks along delivery tube and support coil. Coil was received attached to the gripper and with some dried blood traces. Coil was kinked. Involved microcatheter was not received. No functional test could be done due to the received condition (damaged). Mfg records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged units and coils before leaving the facility. There is not enough info available to make a conclusion regarding possible pt or procedural factors that may have contributed to the reported difficulty advancing the coils through the microcatheter. The cause of the kinked delivery tube and elongated coil could not be conclusively determined. However, there was no indication from the account that the coil had stretched and the coils were received tangled together in a bag. Based on this, the condition of the returned coil may have been due to handling and packaging of the products for return. The cause the insertion/withdrawal difficulty could not be conclusively determined. This is the first of two products used during the same procedure on the same pt, which is associated wtih mfg report # 1058196-2007-00008 and 1058196-2007-00009.